Event description:
Pt with previous surgical history of c4-5 fusion in 1999 and c6-7 in 2001. Pt apparently re-injured themselves on 5/28/02 when metal chair collapsed and pt hit head and upper back region on desk.